Event description:
It was reported that the procedure was an acute mi pt with a heavily calcified rca. An attempt was made to cross with a 2.5 x 12 mini vision sds. Using an aggressive approach (against resistance, contrary to instructions for use (IFU), when the stent dislodged proximal to the lesion site. The stent delivery system (sds) was used in an attempt to recapture the stent and place it in the lesion, but this was unsuccessful and was deployed in an unintended site. A 2.5 x 08 pixel sds (5120831) was successfully implanted at the lesion site. Then another pixel 2.5 x 08 (5120831) was advanced through the previously deployed stent, when it dislodged proximally and was deployed using the same sds to also deploy this stent at an unintended site. The procedure was ended at this point and the pt was sent to ICU. The pt was discharged five days later.